Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch # (B)(4) that an initial attempt to cross the lesion was made by a non bsc guide wire but was unsuccessful. A 014 inch pt-graphix was advanced. The device crossed the lesion however, upon removal, mild resistance was encountered. More force was applied and the device was able to be removed however; 2mm of the graphix¿ guidewire tip was retained in the left main. A 2.5 balloon was inflated at 4 atmospheres distal to the guide catheter in an attempt to bring the tip back, however, it was not successful. A snare was used to retrieve, however, it was not successful because delivery sheath for the snare was too short. The guide catheter was exchanged to a 90cm non-bsc guide catheter but still unsuccessful. The non-bsc guide catheter was exchanged with a 6f extra back-up catheter to re-engage the left main. Additional efforts to snare the fractured tip was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The 90% target lesion was located in the left main and left anterior descending (lad) artery. A 300 int pt graphix¿ guidewire was advanced to cross the lesion. However, upon removal of the guidewire, the tip broke off and was detached. The physician attempted to retrieve the detached tip but was unsuccessful. The tip was not jailed not pinched by a placed stent as the wire was already proximal to the stent. The detached tip was left in the patient. The procedure was completed. No patient complications were reported and the patient's status was good.